Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The camera cable was broken. The ccd unit was broken. Omsc checked the device history record of the device, there was no irregularity found. Based on the information provided by (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the signal transmission due to the malfunction of the ccd unit or the defective cable. It is possible that the defective cable was due to user operation, and the malfunction of the ccd unit was due to material degradation, which was caused by ultraviolet rays, of the ccd sensor. The instruction manual provides preventive measures against the reported cable breakage. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the unspecified procedure, the endoscopic image of the subject device was not displayed. The user replaced the subject device to another device and completed the procedure. It was reported that the fault occurred after surgery and it¿s delayed more than 15 minutes. There was no report of patient injury associated with the event.